Manufacturer narrative:
(B)(4). Device has not been returned.

Event description:
It was reported that during procedure, doctor opened the implant box and no implant (tsvm4b10) was found inside the inner vial but the cover screw. Doctor was unable to complete the surgical procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device packaging for one imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual inspection of the as returned product packaging identified complete packaging with an opened outer vial and no implant. Functional testing to recreate the reported event could not be performed due to the nature of the event. No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The devices were reported during initial use. The customer provided a picture which provides no additional evidence towards the reported event. The conditions of the products when they first reached the customer are unknown. DHR review was completed for the subject lot numbers (1226411). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (1226411) for similar event and no other complaints were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (packaging: incorrect component quantity) or devices (tsvm4b10). Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable for the device as the received condition of the product is unknown.